Event description:
It was reported that during an elective system removal one t12 drg lead from patient records was no longer implanted. Explant of this lead was done on an unknown date and for an unknown reason.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device, and event information. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7582365.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.